Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: d10, h2, h6. Correction: b4, g4, g7, h3, h10. Event summary: it was reported that the metabloc stem was implanted on (B)(6) 2004 and was revised on (B)(6) 2004 due to dislocation, which resolved the instability. The stem was not revised. On feb 25, 2019 the metabloc stem was revised due to neck fracture. The surgeon had to perform an emergency surgery performing a femoral flap to remove the stem. Review of received data. - no further "due diligence" required as all required information to support the conclusion is available/was already requested. - in the patient information section it is stated that the patient is female, has a small build and a medium activity level. - x-rays: an x-ray without date and patient identification data was received. It shows a fracture of the stem at the neck. The femur is shifted to proximal and the proximal end of the fractured stem is at the same height with the cup. The head with the remaining fracture part of the stem is still inside the cup and rotated to a horizontal position so that the fracture surface of the stem¿s neck seems to be in contact with the medial edge of the stem¿s fracture surface. There is a cerclage wire around the femur above the trochanter minor. The cup is fixed with a screw. - examination of manufacturing documents: the manufacturing documents were inspected and the information about the production and the expiry date of the retrievals at hand. Devices analysis. - visual examination: the metabloc stem is fractured between the distal end of the neck and the shoulder. The fracture surface of the proximal fracture part is mostly damaged whereas the other fracture surface is mostly intact. However, on both fracture surfaces a typical fatigue fracture structure with beach marks is visible. The fracture origin area is located on the lateral side of the stem. On the stem¿s neck and shoulder surface there are several scratches. A polished area can be seen on the medial side of the distal fracture part from the fracture edge until the rough blasted region. Inspecting the stem¿s neck and shoulder several blue-brownish spots ranging from 0.3 mm to 2.5 mm in diameter can be recognized. One of those spots is directly located at the fracture origin and had been divided by the fracture. On the distal fracture part the surface in the area of the spot is brown discolored in its center and surrounded by a blue and a brownish circle. On the proximal fracture part the spot at the fracture origin is half covered by the deformed edge of the fracture surface. On the stem¿s anchoring surface remains of bone attachments can be seen. The trilogy liner shows damage from revision surgery in the form of scratches on the rim and two drill holes on the articulation region. In one location at the transition between the elevated and non-elevated part, approximately one third of the inner edge of the rim is worn. This points to an impingement with the stem¿s neck. There are backside changes visible on the anchoring side of the trilogy liner. The contours of three screw holes from the shell are indented on the anchoring side of the liner. Inside the contour of all three screw holes there is an elliptical shape region where the machining marks are recognizable. The rest of the surface within the contour as well as most of the surface on the anchoring side of the liner displays slightly indented scratches following the machining marks pattern, which is still partially visible. Only in a small area of the anchoring side the original surface with the machining marks is visible. On the anchoring side of the liner¿s rim two grooves of approximately 1-2 mm in depth can be observed in the polyethylene on opposing segments. This indicates a rotation of the liner against the anti-rotational tabs of the shell. In the as-received condition the sulox head was still mounted on the proximal fracture part of the stem. For further investigation the parts were disassembled. Before the disassembly the stem to head position was marked. Metallic smearing can be noticed on the bottom bevel of the head and slightly on the articulation surface. Review of product documentation. - all involved devices are intended for treatment. - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - DHR review: the quality records show that all specified characteristics have met the specifications valid at the time of production. Conclusion summary. After 14 years and 8 months in vivo the metabloc was revised due to a fracture between the distal end of the neck and the shoulder. According to the received information the stem was implanted in (B)(6) 2004 and in (B)(6) 2004 a revision was performed due to instability. Except for the fact that the stem was not revised and that after revision there were no more instability problems, there is no further information available regarding this revision. According to the manufacturing documents the stem was produced in march 2004 and the head in october 2004 which supports that the head was implanted in november 2004. As the liner was produced in october 2002 it stays unknown if it was implanted in june 2004 or in november 2004. The fracture of the metabloc stem occurred due to fatigue and the fracture origin area is located laterally. On the stem neck and shoulder several colored spots were observed. One of those colored spots is directly located at the fracture origin area and had been divided by the fracture. On the proximal fracture part the spot at the fracture origin is half covered by the deformed edge of the fracture surface. The latter two findings indicate the presence of the spot before the fracture of the stem. The damage on the fracture surface of the proximal fracture part and the polishing on the medial side of the distal fracture part indicate contact between the two surfaces after the fracture. This can also be observed on the x-ray at hand. Based on current literature such colored spots may occur on the surface of implants upon use of electrocautery tools during surgery. The literature acknowledges that this can lead to a superficial local damage and a change in microstructure in the affected area which can increase the risk of implant fracture due to reduced fatigue strength. A patient consent was not received and therefore only non-destructive methods could be applied which limits the investigation outcome. Without a patient consent the preparation of a microsection and its further analysis cannot be performed. Thus, the presence of possible changes in the microstructure at the colored spot located at the fracture origin area cannot be assessed. Therefore it remains unknown, if and to what extent the colored spot could have influenced the sequence of events leading to the fracture. Whether there were other influencing factors that may have resulted from the patient¿s medical history cannot be said. Based on the available information and the performed investigations the reason for the fatigue fracture between the distal end of the stem¿s neck and the shoulder remains unknown. It is possible that the backside changes seen on the anchoring side of the liner are a concomitant of the impingement situation. However, it stays unknown if the impingement existed already before the fracture of the stem¿s neck or is a concomitant. The investigation results did not identify a non-conformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The actual device reported in section d is not marketed in USA, but devices with similar characteristics (k071723 ) are marketed in USA, and therefore this report was filed. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to implant fracture.